Event description:
It was reported that during a da vinci si total benign hysterectomy procedure a monopolar curved scissors instrument had dull scissors. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported complaint. The instrument was placed on system for a latex cut test. The scissors dif not cut cleanly through .006 of latex. The latex got snagged at the scissor tips. An indentation on the instrument blade tip was found which acted as a mechanical stop when trying to close blades. This damage would likely contribute to poor cut performance. Failure analysis concluded the damage was likely due to mishandling / misuse. Electrical continuity testing was performed and passed. An additional observation not reported was a small hairline crack located on the main tube above the tube reinforcement ring. Various scratches on the distal end of the main tube showing light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. Failure analysis concluded the damage may be due to mishandling / misuse. No other damage was found. The banana plug was bent at the back of the housing. Failure analysis concluded the damage may be due to mishandling / misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removed ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.